Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. Unable to perform temperature test as the motor is not running constantly. Blades not rotating. Hi-pot test failed. Connector has dent. Collet has corrosion. Motor cable assembly found faulty and needs to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the motor was heating and getting stuck prior the procedure. There was no patient involvement.